Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies compared to the patient's blood glucose meter on (B)(6) 2013. The patient's mother claimed that cgm was consistently reading higher than blood glucose meter, and further reported that cgm values were reading in low 100s and blood glucose values were reading in the 40 mg/dl range. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.the device is not indicated for use in pediatric patients.